Manufacturer narrative:
Device has been explanted and returned to the manufacturer; therefore, product evaluation is possible. A visual macroscopic, microscopic examination, and functional check with corresponding part was performed by a product engineer that revealed that all components have typical assembly markings. One setscrew in each of the domino connectors showed inconsistent markings compared to the other three. Left connector was slightly loose on the rod. All male and female threads are intact.

Event description:
Date of implant: in 2006. It was reported that, a pt underwent a spinal fusion with instrumentation for a history of scoliosis. Approximately 2 months post-op, pt underwent revision surgery due to the fact that both iliac connectors "pulled out of the iliac screws". No pt complications were reported.